Manufacturer narrative:
Product complaint # (B)(4). Batch # t5am0w. Corrected data: remedial action initiated type: none. Photo evaluation summary: two pictures were provided. Pictures provided show what appears to be an unformed staple leg. Based on the condition noted on the staple the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis results found that the cdh31p device arrived with no apparent damage. The breakaway washer was present and cut. There were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information provided via call between the surgeon and cross-functional team: the surgeon provided an overview of the event. He expressed that he is concerned with staple line integrity as he is not used to seeing staple legs when inspecting the staple line via sigmoidoscopy. He explained that this was an open case and he advanced the trocar next to, but not through the contour staple line. The leak test was negative, the patient was not diverted, and the patient is fine. The surgeon also noted that there was difficulty removing the stapler from the patient. He opened the adjusting knob two full turns, rotated 90 degree right and left, but the stapler did not initially come out. He opened more, about another half turn, then rotated the stapler 90 degrees left and right and it came out. He felt that the powered circular stapler was more difficult to remove than the manual stapler. However, his main concern is integrity of the staple line based on the staple legs visible on sigmoidoscopy. The potential cause of crossing the linear staple line and the knife hitting/cutting the contour staple where it intersects with the circular knife were discussed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy/cystectomy procedure, upon firing the device, it completed the firing sequence. The surgeon did two complete revolutions to open the anvil of the device. As the surgeon rotated the device ninety degrees one way there was a clicking sound. As it was rotated back the other way ninety degrees, there was another clicking noise. The surgeon de-rimmed from the anastomosis and pulled the stapler out. The surgeon went in with a scope and found two staples sticking out of the anastomosis, one on each side. They were straight staples. There were no leaks found and the anastomosis looked good. The surgeon then went on to complete the cystectomy and completed the procedure with no patient consequences reported.